Manufacturer narrative:
Patient date of birth and weight not available for reporting. Additional product codes: erl, hbe. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Part # 03.503.248, synthes lot # u129211, supplier lot # u129211, release to warehouse date: 17 dec 2010 and 30 dec 2010, supplier: (B)(6). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure to repair multiple facial fractures on (B)(6) 2018, the tip of two (2) matrix 1.1mm drill bits broke. There was a 30 minute delay in the procedure. This report is for one (1) matrix 1.1mm drill bit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The investigation has shown that the tip of the drill bit is broken. The broken off fragment was returned for evaluation. In addition, the drill bit is slightly deformed but otherwise in a good condition. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This drill bit was manufactured in december 2010 according to the specifications. The relevant dimension was checked and found to be in accordance with the specifications. Drill bit diameter: d = ø1.10 / +0.010, - 0.014 mm, measured drill bit diameter: ø 1.11 mm. The relevant length of the drill bit cannot be measured due to its broken off/ damaged condition. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The exact cause of failure cannot be determined; a material or manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.